Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the cannula retracting. The pod ran 3250 pulses before getting deactivated by the user. The exposed portion of soft cannula was found to be kinked, damaged at the distal tip, and shorter in length than normally expected. After opening the outer housing of the pod, the overall length of soft cannula was measured to be out of specification and found to be torn off. The exposed soft cannula was found torn near the formed needle tip. It could not be determined when this damage to soft cannula occurred. Pod download data did not show timeouts and drive stall during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached over 300 mg/dl while wearing the pod between 36 and 48 hours. The cannula was reported missing, indicating a needle mechanism failure, where the cannula retracted back into the pod.